Event description:
It was reported that the prestige primewire guide wire lost its signal after normalization. It had signal before then. A second wire from the same manufacturer was used and the procedure was completed. There was no patient injury or adverse events reported. The device was returned for evaluation. During visual inspection, it was observed that a portion of the 0.5 x 0.5mm epoxy dome was missing from the tip of the device.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The device was returned for evaluation. During visual inspection, it was observed that a portion of the 0.5 x 0.5mm epoxy dome was missing from the tip of the device. During functional testing of the device, an error message "attach wire to connector" was displayed. This type of error message is related to the reported signal failure. Visual evaluation of the device revealed kink on the wire approximately 7.5 cm from the proximal end. The tip appears to be shaped. The pressure sensor was cracked, reddish substance residue was noticed in the sensor and inside/around the sensor housing. As noted, a portion of the distal tip dome was also missing. The tip dome damage is not related to the reported complaint, the tip dome has no electrical functionality and does not affect the signal. (B)(4). A missing dome could contribute to decreased wire handling performance. The dome can be damaged or weakened by exposure to oxidizing agents such as bleach or peroxides which are commonly used in hospitals for disinfection of devices after use. However, the method of decontamination of the device prior to return shipment to the manufacturer is unknown. This event is being reported because the manufacturer could not determine at this time when the dome separated from the wire. A supplemental report will be submitted when the manufacturer receives additional information.